Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that loss of right ventricular (rv) capture was noted via telemetry and this patient passed out and experienced a seizure. The device was programmed to 2.5v at 0.6ms and the rv threshold was 1.8v at 0.6ms, so the loss of capture is unclear. Lead impedance measurements were stable. This device was explanted and replaced with a competitive device. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned for testing and this product issue will be updated when evaluation is complete.